Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an accident at work on (B)(6) 2015, a concrete block attached to a crane and weighing approximately 300kg hit the patient on the distal lower leg from the medial side. A second degree open, multifragment, intra-articular, distal tibial fracture (pilon) on the left was diagnosed on the basis of the clinical and radiological findings. The soft tissues were debrided and an external fixator was attached. The patient underwent subsequent plastic surgery to cover the soft tissues and had an epigard dressing on medial aspect of left lower leg changed on (B)(6) 2015. The patient also underwent an open reduction and internal fixation of the distal tibia with a 3.5mm locking compression plate (lcp) and 2.7mm one-third tubular plate on the left lower leg as well as free, sensitized lateral left upper arm flap to left lower leg on (B)(6) 2015. On (B)(6) 2016, the patient underwent a procedure to remove the one-third tubular plate from the left lateral malleolus. Since the fragile skin situation over the lateral malleolus posed a risk of perforation, it was decided to remove the implant material. On the medial side it was decided to leave the plate left in situ for up to one year postoperatively since the bone consolidation was not yet complete.

Manufacturer narrative:
A manufacturing & investigation summary was conducted/performed. The report indicates that the: 404.014/404.016/406.016/406.018: visual inspection: signs of use, but not damaged, DHR no findings, dimensions: no deviation to the specifications. The "investigation summary" is a translated conclusion from the attached document(s). A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function were investigated and fulfill the specifications. Additional the material has been checked with the result, that the correct material was processed. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The review of the production histories revealed that the returned implants (plate and screws) were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. All dimensions relevant for function and which were possible to be measured have been investigated and fulfill the specifications. In addition the material has been checked with the result, that the correct material was processed. (B)(6).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 11. Apr 16: the patient had an accident on (B)(6) 2015. A concrete block of 300kg which was attached to a crane fell down on the distal lower leg of the patient. Patient had an accident and an ex-fix was used. (B)(6) 16 - additional information according to received patient documentation on (B)(6) 2015. A concrete block of 300kg which was attached to a crane fell down on the distal lower leg of the patient. (B)(5) 2015 an open reduction internal fixation (orif) surgery was performed. Removal surgery was on (B)(6) 2016.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Event date: unknown. Although requested, additional information was not available for reporting. Additional device product code is hwc. Implant date is unknown. Explant date is unknown. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screws did not align "exactly" into the plate and optimal position was not achieved. It was further reported revision/explant surgery was performed "a bit" earlier than normal due to the plate and screws not being in the optimal position. This report is 2 of 5 for (B)(4).